Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Multiple stent struts were lifted from the crimped profile along the stent length. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The patient presented to the hospital due to paroxysmal precardiac pain. The echocardiogram indicated low st segment. The 90%-95% stenosed target lesion was located in a severely calcified left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. After device withdrawal, it was found that the surface of the stent strut was lifted up. The physician replaced with another 24 x 3.50 promus premier drug-eluting stent but it also failed to cross the lesion and the stent struts were damaged . The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The patient presented to the hospital due to paroxysmal precardiac pain. The echocardiogram indicated low st segment. The 90%-95% stenosed target lesion was located in a severely calcified left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. After device withdawal, it was found that the surface of the stent strut was lifted up. The physician replaced with another 24 x 3.50 promus premier drug-eluting stent but it also failed to cross the lesion and the stent struts were damaged . The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.